Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen with error code 41622, and with another 1003 written vertically down the right side of the pump. The error code was found when setting up pump for preparation in IV room. There was no patient involvement.

Manufacturer narrative:
D9: 7/1/2025. One device was returned for analysis with complaint that the device exhibited a red screen with error code 41622, and with another 1003 written vertically down the right side of the pump. No applicable service history was found. The alarm history was lost due to nature of complaint. Visual inspection found the air in line detector (aild) was damaged. Complaint of "error code 41622" could not be confirmed. Upon further investigation found error code 46510. Clearing code per troubleshooting procedure did not resolve issue. Replaced printed wiring assembly (pwa). Replaced aild. The downstream occlusion (dso) seal replaced as preventive maintenance. Calibrated dso. Device passed testing criteria post repair.